Manufacturer narrative:
Control recovery was within range before the affected samples were measured, but the level 1 sodium control was outside of range low. Upon review of the alarm trace, abnormal aspiration, sample foam detection, and sample short errors occurred. These are indicators of possible poor sample quality. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling.

Manufacturer narrative:
The field service engineer could not determine a cause. The sample probe was cleaned and the system was recalibrated. Controls and precision studies passed.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na for gen.2 on a cobas pro ise analytical unit. The second sample also had discrepant results for ise indirect k for gen.2. The samples were repeated on a second analyzer. No questionable results were reported outside of the laboratory. The first sample initially resulted in a na value of 133 mmol/l and it repeated as 141 mmol/l. The second sample initially resulted in a na value of 139 mmol/l and it repeated as 147 mmol/l. This sample initially resulted in a k value of 5.3 mmol/l and it repeated as 5.8 mmol/l. The na and k electrode lot numbers and expiration dates were requested, but not provided.